Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 69-year-old male patient had pfo closure, avr and impella 5.5 placement. Device was inserted, and while rewarming, the left ventricle (lv) perforation was noted in the posterior wall. Staff patched the perforation and the patient was weaned off the pump without issue.

Manufacturer narrative:
The investigation into the ventricle perforation has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of the ventricle perforation issue was not determined since product was not returned and insufficient clinical information was provided.